Manufacturer narrative:
Programmer: model 3037, serial #(B)(4). Leadl model 3889-28, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown.

Event description:
It was reported that the neurostimulator may have been turned off for a surgical procedure that was conducted on 2011 (B)(6). Since that time the patient has experienced no stimulation sensation with a loss of therapeutic effect. The patient was also unable to make adjustments with the patient programmer, both with or without the antenna. Additional information has been requested, but was not available as of the date of this report.